Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5, b7, and h6. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest that patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the aortic position for 6 years and 10 days, is being evaluated for a transcatheter valve replacement. The failure mode or patient symptoms is unknown. However, there appears to be calcium on two of the leaflets, suggestive of stenosis. The tee was complete and patient is to be evaluated in valve clinic. At this time, patient and family are undecided if they want to proceed with any intervention. Tte showed bioprosthetic aortic valve with av mean gradient 56mmhg and ava vti 0.7 cm2.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, despite investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the aortic position for 6 years and 10 days, is being evaluated for a transcatheter valve replacement. The failure mode or patient symptoms is unknown. However, there appears to be calcium on two of the leaflets, suggestive of stenosis.